Event description:
A healthcare facility in japan reported via a fisher & paykel healthcare (f&p) representative that the swivel wye on an rt266 infant breathing circuit was seperating from the swivel elbow neo during set up. There was no patient involvement.

Manufacturer narrative:
Ps303499 method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare for evaluation. The elbow and swivel were visually inspected and pressure tested. Results: the elbow and swivel were returned disassembled. No damage was observed to either component. The swivel and elbow were assembled together and the reassembled parts of the swivel formed a tight fit. Pressure testing revealed that the returned rt266 swivel assembly was within specification. Conclusion: we could not determine the cause of the reported event of the rt266 circuit seperating during setup. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject rt266 infant dual heated evaqua2 breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Manufacturer narrative:
(B)(4). The complaint rt266 infant breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for further investigation. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the swivel wye on an rt266 infant breathing circuit was separating from the swivel elbow neo during set up. There was no patient involvement.